Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties or patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
User facility medwatch event desc: after the completion of coronary intervention an attempt was made to insert a proglide closure device a hematoma developed in the right groin. Pressure was held and was totally expressed. The patient was moved onto the stretcher from the catheterization lab table and the patient became diaphoretic and nauseated and having tremor. Her bp was noted to be in the 80s. The dr. Was present. Swelling reoccurred and pressure was held. Eventually a femstop was applied. Upon leaving the catheterization lab, the patient was hemodynamically stable and femstop was in place. The proglide reference number was 12673. Lot number 50130kl. Patient was transferred.